Event description:
On 10/24/94 rptr was examined by her plastic surgeon who told her he suspected her right silicone breast implant had ruptured. He recommended she have the tests listed below the MRI results revealed that both implants had ruptured, but that the silicone is walled off by the surrounding capsule. She is currently researching this problem to determine if she needs to have the implants removed. Prior to this date, she had no idea that her implants had ruptured, no signs or symptoms. As of this date, she still has no adverse symptoms. On 11/7/94, she learned that the ruptures are "extracapsular" but that asecondary capsule may have formed around the primary capsules. She is seeking a second opinion.